Manufacturer narrative:
Per tandem's pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not remove air from the cartridge. Customer's blood glucose (bg) level was 343 mg/dl at highest. A correction bolus was delivered via the pump, a manual injection was administered and a supply change was performed to address bg. Reportedly, the customer was not performing the proper air removal process during the load sequence. Tandem technical support educated the customer on the air removal process.